Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to a peri-prosthetic fracture. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted head and stem covered in bio-debris. No further evaluation can be made from the provided pictures. Part and lot could not be confirmed for the stem. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: loosening of the femoral component of a left total hip arthroplasty with periprosthetic fracture and fracture of the femoral stem along the proximal femoral diaphysis medial cortex. A definitive root cause cannot be determined. This complaint was confirmed based on the provided mmi review confirming the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.